Event description:
Patient had a radical prostatectomy in july. The patient was due to have the jackson pratt drain removed 13 days later. Patient stated that the drain "fell out" the morning of their appointment. The patient could not describe the drain length. The drain was thrown away. At that appointment, the patient was diagnosed with bilateral pulmonary emboli requiring an extended hospitalization. The patient was re-admitted 14 days later with fevers. The patient had an abdominal abscess surrounding a piece of retained drain. This was surgically removed 4 days later. Due to the delay in discovering the drain, it's not possible to know the exact lot number.